Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because missing product was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned to lifescan. However, product analysis was not required for the meter in relation to this complaint since the allegation was a missing cable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
There is no test to confirm whether the product was missing from the package. This complaint is being submitted based on the user's allegation. 510(k)# is k082590.